Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure the guide wire adhered to the balloon catheter. The lesion location and details are not known. The physician was advancing another manufacturer¿s balloon catheter over the platinum plus guide wire. Prior to reaching the intended location, the guide wire became 'stuck' inside the balloon catheter and could not be removed. Both devices were removed from the patient as a unit. The physician completed the procedure with another of the same device. No complications were reported and the patient's status was reported as 'stable'.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure the guide wire adhered to the balloon catheter. The lesion location and details are not known. The physician was advancing another manufacturer's balloon catheter over the platinum plus guide wire. Prior to reaching the intended location, the guide wire became 'stuck' inside the balloon catheter and could not be removed. Both devices were removed from the patient as a unit. The physician completed the procedure with another of the same device. No complications were reported and the patient's status was reported as 'stable'.

Manufacturer narrative:
Device evaluated by manufacturer: the returned device was received stuck inside a pacific xtreme balloon at 67cm from the proximal end. The wire was removed with no resistance from the distal end of the catheter, however, some resistance was noted while the proximal end of the wire was removed. The outside diameter along the entire length of the wire was measured and was within specification. The slight increase in diameter at the proximal end of the wire combined with catheter inner diameter would not have allowed the free movement of the wire at the distal end of the catheter. The complaint device was hydrated with saline and was smooth and lubricious along the entire length. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is determined to be caused by the other device. (B)(4).